Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the top jaw break off of the device? Did the top jaw (broken tip) fall into the patient? Was the top jaw (broken tip) retrieved from the patient? Did this cause a change in the plan of care for the patient? Is the detached top jaw (broken tip) being returned with the device? Or, was it discarded?

Event description:
It was reported that during a laparoscopic-assisted colon resection procedure, the device tip fell off and was retrieved with no negative impact to the patient. The case was completed using another device of the same product code.

Manufacturer narrative:
Tracking # pi1-zja3va. Date sent: 2/22/2016. D4: batch #m93g40 the device was received with the upper jaw detached and not returned. The I-blade upper tip was broken and lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
Pi1-zja3va. Original date sent: 2-12-2016; stuck in ack 2 status. Re-sending 2-16-2016. Additional information: did the top jaw break off of the device? No. Did the top jaw (broken tip) fall into the patient? No patient consequence. Is the detached top jaw (broken tip) being returned with the device? Discarded.

Manufacturer narrative:
(B)(6)/(B)(4) date sent: 1/23/2024 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6: follow-up report number.